Event description:
Clinical trial. It was reported that 8 days post a staged subsequent index procedure, the patient experienced a target vessel revascularization (tvr). The patient underwent a staged subsequent procedure. The initial procedure treated a de novo lesion in the mid rca. The vessel was 25mm wide, 11mm long, and 95% stenosed. The physician direct stented the lesion with a 2.5x12mm taxus liberte stent. Residual stenosis was 0% post deployment. The patient was discharged that same day on plavix and aspirin. The patient returned 3 days later for staged procedure to the 2.5mm wide, 14mm long, 99% stenosed 1st diagonal. The 1st diagonal had a previously placed non-bsc stent. The physician predilated the lesion prior to placing a 2.5x16mm taxus liberte stent. Residual stenosis was 0% post deployment. The patient was discharged one day later. Eight days post the staged procedure, the patient experienced a tvr in the 1st diagonal just distal to the index lesion, with 70% stenosis. A taxus liberte stent was placed; residual stenosis was 0% post deployment. The patient was taking aspirin and plavix when the event occurred. Patient is "feeling well' and event outcome is resolved. This product is only ous approved, but is similar to a us marketed device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.